Manufacturer narrative:
The delivery system was returned after use in the procedure to edwards lifesciences for evaluation. A kink was present on the proximal balloon shaft due to return packaging of the device. Full flex was noted on the flex wheel, although the device was not flexed. It is likely that the device was fully flexed prior to packaging and the flex mechanism was damaged during device return. The balloon cover was not returned. Imagery provided was reviewed and showed the thv in the annulus prior to deployment. The thv is proximal to the alignment marker, confirming the complaint for fine adjust difficulty.  Subsequent imagery showed the balloon inflation; the inflation was slow, confirming the complaint for delivery system inflation difficulty. No contrast is seen leaking from the balloon during inflation, indicating that the observed pinholes were likely not present.  Visual inspection was performed and the following was observed: gouges on flex tip; pinholes on proximal taper of inflation balloon.  Functional testing was performed on the balloon shaft and results met specifications.  Upon delivery system inflation, leakage was noted at the pinholes, confirming the complaint for balloon leakage. No difficulties were observed when inflating the device. During the manufacturing process, the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) is visually inspected and tested several times.  Additionally, the work order underwent product verification testing as a requirement for lot release. No failures occurred during product verification testing and the lot was released.  These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A lot history review was performed and revealed no additional complaints relating for fine adjust difficulty, inflation difficulty, balloon leakage, or balloon cover unable to remove.  A review of complaint history from april 2018 to march 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for fine adjust difficulty, inflation difficulty, balloon leakage, and balloon cover unable to remove.  The complaints were confirmed, however, no manufacturing non-conformances were identified.  A review of complaint data revealed that the complaint rate did not exceed the control limit for the above trend categories except for balloon cover unable to remove.  These complaints underwent further review and revealed no manufacturing non conformances.  The complaint for balloon cover unable to remove was unable to be confirmed.  Complaints for fine adjust difficulty, inflation difficulty, and balloon leakage were confirmed, however, no potential manufacturing non-conformances were identified. A review of the device history record, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. No IFU/training manual deficiencies were identified.  The position of gouges on the flex tip (uneven around the face of the flex tip) are indicative of valve diving.  Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving.  The patient¿s access vessels were described as mildly tortuous, which could have contributed to high valve alignment forces. Therefore, it is likely that patient factors (tortuosity) contributed to the fine adjust difficulty. Inflation-deflation time and inflation pressure testing were unable to be performed due to the pinholes in the balloon, no observable difficulties were noted when inflating the returned device. Therefore, it is likely that procedural factors, rather than a device issue, contributed to the complaint event. Factors that can affect inflation time/pressure include not fully opening the stopcock or kinking the inflation device tube during inflation. Although a root cause was unable to be determined, it is possible that these procedural factors contributed to the inflation difficulty.  The reported fine adjust difficulty, in conjunction with valve diving, may have damaged the balloon. If the valve was not coaxial to the flex tip and balloon during valve alignment, the valve struts may have made contact with the balloon and caused surface damage, especially if high forces were applied to align the valve. The surface damage may have resulted in pinholes as the balloon was inflated and pressure was applied to the damaged areas. Therefore, it is likely that patient factors (tortuosity) contributed to the balloon leakage. Since no product non-conformance or IFU/training deficiencies were identified, and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation or corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during implant with a 29 mm sapien 3 valve into a 27mm non-edwards valve, increase tension was noted during fine tuning and troubleshooting was performed (delivery system was unlocked and locked) and subsequently caused the system to ¿popped¿ forward and the valve was about 2-3mm short of the distal marker.  Troubleshooting continued and once the valve was positioned, the balloon did not inflate.  The stopcock was checked and eventually the valve inflated fully but the patient was under rapid pacing for an extended period of time and was symptomatic.  The patient received CPR after the long pacing run and recovered fully.  It is unable to confirm if the atrion was fully unlocked or the tubing was kinked. Once the balloon was fully inflated, the balloon ruptured. However, the valve was fully deployed and in a good position with no leak. The delivery system was retrieved through the esheath without resistance.  Patient was sent home on post-operative day (pod) 3 with no further issues.